Manufacturer narrative:
As reported, the tip of the 6f/7f mynx control vascular closure device (vcd) appeared to be split causing some sealant to be deployed higher up in the tissue tract. It did not deploy intravascularly. Physician had difficulty removing the device once the sealant had been deployed. The device was successfully removed with no injury. There was no reported patient injury. The device was prepped according to the instructions for use. The mynx vcd was used in a coronary intervention. A retrograde approach was made. The deployer is mynx certified. A non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the cfa. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient recovered after the mynx event. Hemostasis was achieved with mynx closure. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were depressed with the clock symbol visible in the tension indicator. The sealant sleeve assembly was kinked/bent as received. The sealant was not returned with the device. The syringe was connected to the device with the stopcock closed. The procedural sheath was on the catheter and properly connected with the sheath catch. The sheath used was compatible with the returned device per the mynx control instructions for use (IFU). Per functional analysis, both button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator, which matched the intended use mynx control instructions for use. So, a functional simulated deployment test was not performed on the returned device. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from the distal end of the sheath catch to proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeve assembly was kinked/bent as received. There was no frayed, split or torn observed in the sealant sleeve assembly, nor in the atraumatic tip of the returned device. A product history record (phr) review of lot f2111701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature in patient¿ and ¿frayed/split/ torn¿ was not confirmed during analysis of the returned device. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent. The exact cause of the reported event could not conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2111701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 6f/7f mynx control vascular closure device (vcd) appeared to be split causing some sealant to be deployed higher up in the tissue tract. It did not deploy intravascularly. Physician had difficulty removing the device once the sealant had been deployed. The device was successfully removed with no injury. There was no reported patient injury. The device was prepped according to the instructions for use. The mynx vcd was used in a coronary intervention. A retrograde approach was made. The deployer is mynx certified. A non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the cfa. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient recovered after the mynx event. Hemostasis was achieved with mynx closure. The device will be returned for evaluation.